Event description:
The customer reported false negative results with the binaxnow covid-19 antigen self-test for three patients and four tests performed on (B)(6) 2023 and (B)(6) 2023. This MFR. Report addresses test two (2) of four (4). Consumer reported they got positive covid-19 result (unknown test) from their medical provider. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 211229 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 211229 and device part number 195-430h / lot 207663. The lot met the required release specifications. The review of the complaints reported as false negative patient results (confirmed, unconfirmed and conflicting results) related to kit lot 211229 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.b5: updated. E3: occupation. H3 other text : device discarded, single use device.

Event description:
The customer reported false negative results with the binaxnow covid-19 antigen self-test for four patients and four tests performed on (B)(6) 2023 and (B)(6) 2023. This MFR. Report addresses test two (2) of four (4). Consumer reported they got positive covid-19 result (unknown test) from their medical provider. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Additional information: a3: gender. Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 211229 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 211229 and device part number 195-430h / lot 207663. The lot met the required release specifications. The review of the complaints reported as false negative patient results (confirmed, unconfirmed and conflicting results) related to kit lot 211229 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.b5: upon further review 4 patients were impacted instead of 3. B3: date of event updated to 08feb2023. E3: occupation. H3 other text : device discarded, single use device.

Event description:
The customer reported false negative results with the binaxnow covid-19 antigen self-test for multiple tests performed on (B)(6) 2023 and (B)(6) 2023. This MFR. Report addresses test two (2) of four (4). Consumer reported they got positive covid-19 result (unknown test) from their medical provider. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded, single use device.